Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in emergency room due to inappropriate shocks. The lead integrity alert (lia) tripped due to high impedance and oversensing of the right ventricular lead. High capture threshold was also observed. The lead was capped and replaced. No patient complications have been observed as a result of this event.